Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope was reprocessed three times but still showing black liquid. The issue was discovered after the subject device was reprocessed using an endoscope reprocessor (oer), after a diagnostic esophagogastoduodenoscopy (egd) procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed due to the a mass leak from the biopsy channel, the 2nd dunk test was unable to be performed. Advanced diagnostic testing with a boroscope found excessive scrape/tear marks, and heavy fluid invasion. The additional evaluation findings are as follows: the exera ID chip had a b30 error, there was a no image b30 error, switch (#1) was misaligned, the "up" angulation was low, there was play in the "right/left" and "up/down" control knob, the control knob had clicking when engaged, the light guide bundle was torn at the scope connection cover, the distal end plastic cover had scratches with a sharp edge, the objective lens had a chip, the light guide lens had cracks in the small lens, the bending section cover glue had discoloration, cracked, and sharp at the insertion tube and plastic distal end cover, the insertion tube buckles near bending section and 35cm, the control body was wet and had corrosion at the scope connector cover and body control unit and the scope connector's wet/dry sticker was activated, the scope connector was dry and had corrosion and a plug unit failure. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that black foreign material exited from the device, however, the specific material could not be identified and the cause of the material remaining in the device could not be conclusively specified. It is likely reprocessing was not properly or fully performed due to the discovered leak from the channel. Olympus will continue to monitor field performance for this device.